Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used to treat urinary tract stenosis during a ureteral dilatation procedure in the left ureter performed on (B)(6) 2023. During preparation, when the device was unpacked, the device fell apart. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. The returned polaris ultra ureteral stent was analyzed, a visual, media and microscopic evaluation noted that the shaft was detached. The suture thread was not returned for analysis and the stent was returned in good condition. No other problems with the device were noted. The reported event of stent shaft break was confirmed. Taking all available information into consideration, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to conclude that this problem could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force and entangled in the shaft, the stent can get detached during the preparation affecting the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used to treat urinary tract stenosis during a ureteral dilatation procedure in the left ureter performed on (B)(6) 2023. During preparation, when the device was unpacked, the device fell apart. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.